Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-13397. It was reported that a patient presented in-clinic. Upon interrogation and performing x-ray imaging, the right atrial lead (ra) and right ventricular (rv) lead was found to have dislodged due to twiddler's syndrome. Loss of capture was noted on the rv lead. No electrical malfunction was reported on the ra lead. Both leads were surgically revised and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect lead not being returned.